Manufacturer narrative:
There was no calcification present. The device was being used to post-dilate a deployed stent. Resistance was not encountered when advancing the device. The burst did not occur on first inflation. It occurred on a subsequent inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned deflated. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal burst from the distal cone to the balloon working length. Lead in scratches were not evident proximal or distal to the burst site. The balloon material was uneven at the burst site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use a nc euphora rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that a balloon burst occurred during inflation to 20 atm during proximal optimisation technique (pot). No patient injury was reported.